Event description:
Reporter alleged the customer obtained discrepant back to back blood glucose results of 12.8, 7.2, and 6.4 mmol/l when all tests were performed within 20 seconds of each other on the compact plus system. No report of any actions taken or treatment received by the customer based on the results. No further information was provided. A request was made for the return of the suspect device and replacement product was sent.

Manufacturer narrative:
The event occurred in another country.